Manufacturer narrative:
(B)(4). Information was not provided by the affiliate.

Event description:
It was reported that during an unknown procedure, the distal anastomosis was not complete. The surgeon used hand sewing to complete the procedure. There were no adverse consequences for the patient.